Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose was 30-40 mg/dl; cause was not known. Customer disconnected from the pump. Food was consumed to address low bg and as a result bg elevated to 900 mg/dl. Customer was hospitalized and pump touchscreen cracked when it was run over by the gurney. The pump was no longer functional. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Reported low bg could not be verified; however, a different issue was identified.